Event description:
The customer reported to olympus, the evis exera iii xenon light source video processor does not output a digital video signal. The issue was found during functional testing during installation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the following: the on/off switch was fissured and had a damaged light emitting diode. The front panel was stained, missing paint and broken. The external cover was mistreated, missing patient and stained. The panel signaling light emitting diodes on/off alarm was displayed. The scope connector was broken, fissured, and made noise when moving. The ventilation grills were dirty and covered. The connection cable was broken and missing. The light control cable was broken, worn out and missing. The white balance was slow and did not work. The light control was delayed and did not work. The color bar was not suitable and did not appear. The image was bad color, had noise and stains. The battery was worn out and missing. The exit signs had no serial digital interface signal. The electrical contacts were oxidized and missing solder. The welds had wear, were false, and had corrosion. The electronic cards were burned, broken, and corroded. The connectors had oxidation and were missing solder. The internal unit was dirty, oxidized ands stained. The external unit was stained, missing patient, and dented. The fans made noise, were broken, and missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported no output on the digital video signal during functional testing and installation; however; per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.